Event description:
Additional information was received from a company representative (rep) indicated a partial explant occurred. The spinal segment was tied off and left in place, the segment from the spine to the patient¿s side was explanted, the segment over the side from front to back was left in place, and the segment from side to pump pocket was removed. It was noted the portions were left in place as the surgeon did not want to disturb 23 years of scar tissue formed around the old catheter. It was also reported the portions of the catheter that were removed were discarded by the operating room (or) staff, as the device was 23 years old. The catheter¿s age was determined to be the cause and no further action was considered necessary.

Manufacturer narrative:
Continuation of d10: product ID: 8703w. Serial# (B)(6). Implanted: (B)(6) 1998. Explanted: (B)(6) 2021. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), product type: catheter, other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 16-mar-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 159.9 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the reason for call was to troubleshoot if the strain relief sleeves are placed right. The rep texted the photo to the agent and the agent informed rep these are not placed correctly and the clear strain relief sleeve is too far past the middle. The agent instructed rep how to correct it. The rep states they were doing a normal replacement case and there have been no therapy concerns or catheter concerns prior to the pump replacement. Then the doctor could not aspirate from the catheter access port (cap) with the old pump, so they thought they would just revise the pump segment. After the doctor attempted to get the clear strain relief sleeve correctly on, he still could not aspirate and was seeing "bubbles." The rep sent a second photo and the agent instructed rep that the clear strain relief is still too far over the center. The agent asked if they accidently poked a needle into the catheter and made a hole, since that could be the reason the physician is seeing "bubbles."the physician did not believe so, but decided to just replace the entire catheter with an 8780 at this point in the call. Case finished successfully.